Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to disconnect and reconnect reservoir from the infusion set to verify if connections is secure. Customer states connection secure. Next, customer was asked to manually push reservoir plunger and verify if insulin exited. Customer stated only one drop of insulin exited. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.